Manufacturer narrative:
The insulin pump was received with completely broken off reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and shifted end cap sticker. (B)(4).

Event description:
The customer reported via phone call that a big piece at the top of the reservoir compartment broke off after placing the reservoir. The customer's most recent blood glucose was 83 mg/dl at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.